Manufacturer narrative:
Additional information: d10, h3: the complaint device was returned to cook for investigation on 22sep2020. Summary of event: as reported, during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured circumferentially and became stuck in another manufacturer's stent. Another balloon was used to dislodge and remove the device. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation, as well as a visual inspection of the complaint device. The complainant returned one used pta5-35-80-9-2.0 balloon catheter to cook for investigation. Biomatter is present on the returned device. Physical examination of the returned device confirmed that the balloon ruptured circumferentially. The inner catheter was separated leaving the catheter in two sections. The separated proximal section measured 89.5cm length and distal separated section measured 11.4cm in length. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A device master record review was performed, including device specifications, drawings, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, device master record, and design validation testing provide objective evidence to support that the device was manufactured to specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined. As reported, the balloon ruptured circumferentially and became stuck in another manufacturer's stent. It is unknown if the device was used to deliver the bentley stent or if it was inflated within an already-existing stent. The product IFU precautions state ¿the catheter is not intended for the delivery of stents; all stents should be deployed in accordance with the manufacturer¿s indications and instructions for use.¿ the risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D10, h3: the complaint device was not returned to cook for investigation. Summary of event: as reported, during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured circumferentially and became stuck in another manufacturer's stent. Another balloon was used to dislodge and remove the device. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. Photos were not provided. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A device master record review was performed, including device specifications, drawings, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, device master record, and design validation testing provide objective evidence to support that the device was manufactured to specification. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined. As reported, the balloon ruptured circumferentially and became stuck in another manufacturer's stent. It is unknown if the device was used to deliver the bentley stent or if it was inflated within an already-existing stent. The product IFU precautions state ¿the catheter is not intended for the delivery of stents; all stents should be deployed in accordance with the manufacturer¿s indications and instructions for use.¿ the risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Lot= per the initial reporter, the lot number is either 10278005 or 13034679. (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured circumferentially and became stuck in another manufacturer's stent. Another balloon was used to dislodge and remove the device. Additional information has been requested, but is unavailable at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. D4: lot= 10278005. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.